Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure. (Date unknown) according to the complainant, the patient underwent his third bronchial thermoplasty treatment to the right and left upper lobes. The procedure was performed under general anesthesia and lasted less than 1 hour the patient tolerated the procedure well and was discharged home the same day. Post procedure the patient developed a fib de novo and was hospitalized. One day later the patient¿s chest x-rays were consistent with pneumonia and the patient was treated accordingly. The patient was discharged home after a complete IV antibiotics course. According to the physician, the patient has not visited the ER nor has had an asthma exacerbation over the last 3 months. Currently the patient is on no medications. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Di: (B)(4). Event date unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.